Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2015, loss of connection between the transmitter, smart device and receiver occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed and passed. Functional testing was performed and there was no failure detected. A review of the share log revealed failures. The reported event of loss of connection was confirmed. A root cause could not be determined.